Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Although a conclusive cause for the reported balloon rupture cannot be determined, the balloon rupture likely cause the inner lumen to collapse causing the resistance with the guide wire. The resistance encountered with the guide wire during removal likely contributed to the tip separation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the left arm with no tortuosity or calcification. The 8 x 40 mm armada 35 balloon dilatation catheter (bdc) was advanced without issue and inflated to 15 atmospheres (atm), but ruptured on the first inflation. During removal of the bdc, resistance was noted with an un-specified guide wire, and the tip of the bdc separated on the guide wire. The bdc, guide wire, and bdc tip were removed together successfully. No portion of the device remained in the anatomy. The lesion was successfully dilated; therefore, no further device was needed and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.